Event description:
The customer stated a cell-dyn 1800 analyzer generated a falsely elevated wbc value of 74.0 k/ul. The incorrect value was reported outside the laboratory. The laboratory does not review patient slides. There was no adverse impact to patient management reported.

Manufacturer narrative:
Product surveillance contacted the patient to obtain additional information. The patient stated the following. The tubing had become caught on something so the patient pulled the tubing to free it and caused the separation. The patient was unsure of the location of the separation and the lot number for the product involved was unknown. The sample had been discarded and no patient injury or medical intervention was reported.

Manufacturer narrative:
Should more information become available, a follow-up report will be sent.

Event description:
A customer contacted baxter's technical service center to report that he was not connected to the homechoice (hc) machine and fluid was draining out of him without an alarm. Per the initial report, this occurred during drain. The technical service representative (tsr) had the home patient (hp) look to see if the bag had fallen off. The hp stated no, however, the he found the patient line on the floor with no alarms on the hc. The tsr informed the hp to cap himself off and end the therapy on the hc. The hp would start over again using new supplies and the tsr also informed the hp to let his peritoneal dialysis (pd) nurse know what had happen. No patient injury or medical intervention was reported